Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that had a pump that was not working properly and was causing discomfort. After the physician attempted to troubleshoot the device, the patient underwent surgical intervention to replace the ipp pump. There were no additional patient complications reported.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not working properly and was causing the patient discomfort. Troubleshooting was attempted but was unsuccessful. The pump was explanted and replaced. There were no additional patient complications reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned device underwent a thorough analysis. Visual examination of the pump identified no abnormalities. The pump passed the leak testing performed; however, the component did not pass activation testing. The pump issue identified during analysis could have caused or contributed to the reported clinical observations. The reported patient symptom of discomfort is a known risk associated with implant of these devices as indicated in the instructions for use (IFU).

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that had a pump that was not working properly and was causing discomfort. After the physician attempted to troubleshoot the device, the patient underwent surgical intervention to replace the ipp pump. There were no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.